Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The grasping section was partially missing. The tissue pad was severely worn out. The fragment of the grasping section was not sent. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user activated output while the user grasped a thick and hard tissue at the distal part of the grasping section. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during a laparoscopic low anterior resection using the subject device, the following event occurred. The grasping section was partially broken off and fell inside the patient. The intended procedure was completed with the subject device. There was no patient injury reported. It was reported the following later; the fragment was found inside the patient by x-ray examination. Since it is probably in the intestinal tract and may be naturally excreted, currently there are no plans for additional surgery. On oct. 15, 2021, olympus medical systems corp. (Omsc) found that the tissue pad was severely worn out.